Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger power connector problem) was confirmed due to the l602 inductor being knocked off the bedside board. The charger was unable to power on. The root cause for the damaged l602 inductor could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a power connector problem.